Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 127 ohms. Boston scientific technical services (ts) that this is a single coil lead and it is not uncommon to see the impedances in the 130 ohms range. This rv lead remains in service. No adverse patient effects were reported.